Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. Customer had ankle surgery and was in the hospital and was not sure if insulin pump was reconnected after surgery. The customer experienced symptoms such as difficulty breathing and had to be resuscitated. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis. Troubleshooting was performed for high blood glucose and customer did not believe that insulin pump malfunctioned.